Event description:
It was reported that during a permanent implant procedure on (B)(6) 2026, patient experienced loss of motor function in their left foot. As a result, the procedure was abandoned to address the issue. The patients' symptoms resolved post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.